Event description:
Per (B)(6) cnss, "she feels as though this may have been a problem with the cartridges, as it doesn't make sense that both pumps would malfunction at the exact same time, and also it happened with 2 different cartridges. She believes lot number for the effected cartridges is 4235222. She is discarding the remainder from this lot." Regarding previous adverse event submitted for pump malfunction. No additional information, details or dates are available at this time. Return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes, (initially thought as pump malfunction); if yes, was the pt able to successfully continue their infusion? No (since thought as pump malfunction); if no, what was the pt instructed to do in able to continue their infusion? Went to hospital; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by health professional.